Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was programmed with multiple low reservoir alarms and all alarmed properly. No unexpected countdown or vibrate occurred during testing. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window, a scratched reservoir tube window and cracked battery tube threads.

Event description:
A family member of the customer reported that the insulin pump was counting down and vibrating unexpectedly. During troubleshooting the displacement test and self test passed. The family member stated that the device failed to indicate the correct amount of insulin in the reservoir. A new insulin pump was sent as a one-time courtesy, as the family member felt uncomfortable with the device. The blood glucose level was 410 mg/dl. No further information was provided.